Event description:
Had lumbar fusion at l4-l5 and l5-s1 with posterior instrumentation. She recently developed increasing back pain and was found to have evidence of a fracture of her s1 pedicle screw on the r side. Removal of her instrumentation was recommended. She was taken to the operating room and had removal of her r sided instrumentation without difficulty. Post op, she did well and was discharged within 24 hours of procedure. Prior to removal of the fractured screw the pt had several ed visits for eval after falls.